Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter (10316565/03). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report#.

Event description:
This is submitted to report that resistance noted with the steerable guide catheter during removal of the clip delivery system (cds 10333715/13), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted that there was unusual axis of the heart. The steerable guiding catheter (sgc 10316565/16) and clip delivery system (cds 10333715/13) were advanced to the mitral valve without issue. While using the m-knob in the left atrium (la), the clip moved in the opposite direction to the valve, and was retracted. Resistance was noted while retracting the clip into the clip introducer, although the clip was fully closed, and the blue lip of introducer became compressed. The sgc was replaced because bubbles were observed in the system while retracting the clip, and it was thought that the tip of the sgc was torn. A new cds was used with a new sgc and the procedure was completed with the implantation of one clip, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip introducer (ci) was observed to be twisted/compressed and torn, which confirmed the reported material twisting. One gripper arm was observed to be bent. The gripper line was observed to be kinked. Additionally, three frictional elements (fe)s were observed to be bent and two were not present on one of the gripper arms. The unaccounted fes, torn ci and detached soft tip was likely due to the interaction of the clip with the steerable guide catheter (sgc) soft tip during clip delivery system (cds) retraction and/or the interaction between the ci and the clip upon removal of the cds from the sgc. The reported difficult to remove the cds from the sgc and ci was unable to be confirmed via returned device analysis. In this case, although the analysis was unable to confirm the reported difficult removing the cds from the sgc and ci, the discrepancy between what was reported and what was observed (clip did not get caught on the sgc soft tip and ci) was likely due to curves on the device, the steps utilized by the account to remove the cds, or the orientation of the clip with respect to the guide tip and ci during cds removal. Although a sleeve steering issue was identified via device analysis, the sleeve steering issue was attributed to device testing and unrelated to the reported experience. Potential causes for sleeve steering issues resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during the procedure or excessive curves applied to the device by the user. Based on the information reviewed, it is possible that there were unidentified procedural interactions (e.g. Unintended curves on the device and/or patient anatomy) which resulted in increased tension on the device, such that the actuator mandrel became bent and therefore contributed the sleeve steering issue/difficulty positioning the device; however, this cannot be confirmed. Although a definitive cause for the reported event could not be determined, there does not appear to be any indication of a product quality deficiency with respect to the reported sleeve steering issue during issue. Based on the information reviewed and the analysis of the returned devices, the reported material twisting, difficulty removing the cds from the sgc and the clip into the ci, and observed bent actuator coupler appears to be related to procedural conditions/user technique and not a product quality deficiency. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.